Event description:
A malfunction was reported with the customer's pump, but no events were noted prior to the issue, and there was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided assistance with the reset process. After resetting, the malfunction did not recur. Customer was advised to continue using the pump.